Manufacturer narrative:
Investigation summary: bd received two photos for investigation. After review, the second photo shows a stopper that has been separated from its shield. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the cap was removed, however, the rubber stopper remained in the tube while on the analyzer. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, the cap was removed, however, the rubber stopper remained in the tube while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.